Manufacturer narrative:
3/30-actual sample rec'd for eval. The sample was visually inspected according to procedure for any defects. No kinks or dents were found. Based on the results of the sample analysis and without a valid lot number, the complaint as stated, cannot be confirmed. There were no visible defects found in the actual sample. Quality systems will continue to monitor this info for trends. A follow up letter has been sent to the customer. The customer has been encouraged to record lot numbers so that all complaints may be investigated thoroughly. Info related to potential factors of hemolysis has been included in the letter. Complaint closed.

Event description:
Rec'd notification of complaint concerning above product via medwatch form filed by facility. Spoke with director of nursing who reported that the pt developed severe stomach pain, nausea, vomiting and chills 15 minutes prior to end of treatment. Treatment stopped, symptoms continued for 20 minutes. Hemoglobin drawn, spun, but did not separate and was cranberry colored. Pt sent to local hospital via ambulance and was admitted for observation. Admitting diagnosis hemolysis. Did not require transfusion or other treatment, discharged home on the following day. Dialysis preparation on that day was as usual. 3x/week for 4 hours on an f80b dialyzer and 2k bicarb bath. Access is a right upper arm graft. The director of nursing states that on this day the blood flow rate was 450 with a venous pressure of 250-300 (which is normal for the pt) using 15g needles. There did not appear to be any access problems, no kinks were observed in the line, there was nothing unusual during the course of the treatment. The conductivity was 13.99, the ph 7.4 and the temperature of the dialysate was 36.9c. The director of nursing reports that the chief tech thoroughly investigated the machine to ensure that it was functionally normal. The line had been used three times, prior to this event, without incident. The line is available for evaluation.